Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, after connecting to the lead and placing within the pocket, the device exhibited no output in the bipolar configuration. A new generator was placed.